Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. Diagnostics were run, and the drawer was pulled. A field service engineer (fse) found the retractor band unplugged, reconnected it, rebooted the system, and ran diagnostics. An issue with the open/close sensor was found. The fse replaced the sensor and ran diagnostics to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawers 3.1 and 3.2 were not recovering failed pockets nor making any sounds. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.